Event description:
It was reported that the patient presented for device change out for normal eri. During dft testing with the new device, an over current detection alert was noted. Device was reprogrammed and the patient was successfully rescued. Device remains implanted and patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.